Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 51 year old male patient with advanced stage e cardiogenic shock. Impella cp placed successfully. Hemolysis noted via hematuria. Chest tube placed for internal bleeding, and heparin stopped. Blood transfusion given. Patient treated for two additional days, and weaned successfully from device.